Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's cpu board and fan. Unit was safety tested to factory's specifications.

Event description:
Customer reported the passport 2 monitor shut down, which may have affected pt monitoring. No pt injury was reported.